Event description:
General report received of the rate and volume to be infused (vtbi) independently changing. No specific patient information, pump programming, or event details were provided. There were no reported adverse patient effects. No medical interventions were required. Reportedly, the patients were using unspecified cell phones at the time of the events. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number, therefore, they will not be returned for investigation.